Manufacturer narrative:
H.6. Investigation: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, one photo was provided for evaluation by our quality team. The picture shows a syringe with no packaging blister. The syringe has a tip cap and the syringe appears to have been used. There is foreign matter between the stopper ribs. Based on the investigation of the picture sample analysis the symptom reported by the customer is confirmed. A cause for the reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: foreign matter.